Event description:
Clinic notes dated (B)(6) 2012 indicated that the patient's wife brought up a possible issue of sleep apnea. It was noted that the patient does snore and have periods of apnea during the night over the last year. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow up with the nurse found that clinic notes did not directly state if the apnea was or was not related to vns, but she did not believe it was. There was also nothing indicating or alluding to the apnea being related to vns or made worse by vns. It was unknown if the patient has a history of sleep apnea prior to vns, but the first time it was mentioned to them was by the patient's wife in (B)(6) 2012. No further information was provided related to the sleep apnea.